Event description:
Sterilizer v-pro plus was loaded. Twenty minutes later, it started to smoke and there was a hydrogen-peroxide mist in the air. Load had been canceled, but machine did not stop running. We tried to unplug machine, but did not know that it is a twist and turn plug. After we called biomed, they had been able to unplug it from power. Workorder issued and manufacturer changed vacuum pump on the machine.======================manufacturer response for v-pro1 plus, v-pro1 plus (per site reporter)======================steris service rep called and ordered a new pump, but waiting on parts. Steris rep received and installed part. Verified proper operation of unit and returned to service. Rep installed new pump and took old one.